Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim (B)(4).

Event description:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. At a later date, the lens was exchanged for a shorter length lens. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
B5 - a facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. At a later date, the lens was exchanged for a shorter length lens. Cause of the event was reported as unknown. The problem was resolved. H4 - manufacture date: 27-aug-2023. H6 - health effect - clinical code 4581. Claim (B)(4).

Manufacturer narrative:
Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, at a later date the lens was explanted and replaced intraoperatively for a lens of a shorter length. Cause of the event was reported as unknown. The problem was resolved.